Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure, the system was not recognizing the maryland bipolar forceps instrument and nothing fell into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found the instrument was successfully recognized by the system, however, a couple of the pogo pins have friction when actuated and have debris/coating at the base of the pin. Which may have caused the pogo pins to stick, resulting in the recognition issues at the site. Engineering also observed that distal end of the main tube has a 1 inch long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Below this section there is a section with various deep scratches concentrated on one side of the tube. Based on the location and appearance, the damaged area was most likely caused by instrument collisions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.